Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿connect the video plug all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation.¿ while a definitive root cause for this event could not be established, based on the results of the investigation it is believed that a poor connection caused the reported event. Reportedly, the image would appear when the user pushed the maj-1430 in completely. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel. Tac spent a few minutes attempting to trouble-shoot the issue with the customer, but was unsuccessful. After a brief hold, the customer returned to explain that he resolved the issue by adjusting the connection, fully seating the maj-1430 into the cv-180 socket. However, the spare lamp began illuminating, not the main one (captured under patient identifier c21121231). At that time tac recommended a replacement lamp to resolve the issue. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
As reported, the evis exera ii video system center would not display an image. There was no patient harm or consequence reported as a result of this event.